Event description:
As reported by the user facility information by bbm sales organization in norway: "overinfusion". According to the customer: "an infusion pump is double-checked at work shift and should run until early morning. The pump notifies at 3 o'clock at night that there is air in the line and it is observed that the bag is empty. We both react to the fact that it was a bit too early for what we had planned. We mix new and hang up as this must go on continuously. Then check that the settings on the pump are correct. The liquid should go in 9 hours, it is the right dose and kg and the right number of ml/h. At 7 o'clock the alarm goes off again on the pump. The bag is empty again. It says that only 57ml out of 100 has gone in and that it runs at the correct ml/h, but the bag is still empty. It is not wet around the pump, so the patient has received a double dose of what he should have in order for this to have gone in. The patient showed no signs that this had any consequences for him, but it could quickly happen that there could be arrhythmias and bt falls that could end in death."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The history files from (B)(6) 2022 to (B)(6) 2022 were investigated. Two pressure alarms and one air rate alarm could be detected. (Reason for those alarms could not be clarified). Furthermore, the act. Volume infused entries matched the set values. In addition no more anomalies could be detected. A visual inspection was performed. No visible damage was to located. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,49 bar (should be: 0,1-0,7 bar), pressure stage 9: is: 1,03 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,13 bar (should be: 1,8-2,5 bar), pmin: is: 1,79 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,73 bar (should be: >1,2 bar). The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,03%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.